Event description:
It was reported the gastrointestinal videoscope objective lens (camera) and plastic distal end cover (c-cover) was contaminated. The issue was found during a 3rd party inspection. There were no reports of patient involvement reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: a probable cause for the contaminant to remain on the plastic distal end cover and objective lens could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.